Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo received an inquiry about a patient with an mpo acetabular component that could be preparing for a possible revision operation to replace the femoral head and acetabular liner. There is insufficient information available to investigate the possible reason for the revision or to evaluate the mpo implants that could be involved. This investigation will be reopened if additional details are received.

Event description:
Allegedly, I am a joint reconstruction rep for depuy synthes and work with a surgeon out of frisco texas who has a patient that likely has an older microport acetabular component currently implanted. We can not get a hold of anyone associated with your organization to see if liners are still available to do a head/liner exchange.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.